Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure occurred during warm up. The sensor was inserted into the abdomen on (B)(6) 2020. After the sensor was inserted, the patient went to bed while it was in the 2-hour warmup period, before any cgm values were provided. She was taken to the emergency room (ER) at about 6-7:00 am on (B)(6) 2020 because she was feeling like her glucose level was low (no specific symptoms provided), and she did not have cgm readings because of the sensor failure. She was treated with unspecified intravenous (IV) therapy and had a CT (computed tomography) scan and a urine test; all test results were normal. She was discharged home the same day and was feeling better at the time of the report later that day. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.